Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: "red blinking lights and alarming from ER. Hold the button several times. No luck. Patient harm: no". A preliminary review of the logs identified the following issue: unidentified malfunction during infusion. Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to the device not powering up. Upon return, the device would not power up and the power indicator light on the keypad is visible and attached to the power bracket. The device was opened for internal investigation. Power was applied and device was tested from power entry pcba to main pcba and verified the voltage at 18v. During the investigation the 12v led indicator on the main pcba was not visible. The j6 connector (for the frm) was separated from the main pcba. The screw mount on the handle is damaged. The damaged part was found inside the unit. The lever boot is also damaged / torn.